Manufacturer narrative:
H.6. Investigation summary two photos were received by our quality team for evaluation. From the photo, a black spot was observed on the barrel. Therefore the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. While the team was able to confirm the customer experience, no samples were returned, therefore the team was not able to determine the foreign matter type or the root cause of the non-conformance.

Event description:
It was reported that syringe 10ml ll had foreign matter before use. The following information was provided by the initial reporter: black speck near 0.5ml mark.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll had foreign matter before use. The following information was provided by the initial reporter: black speck near 0.5ml mark.